Manufacturer narrative:
H11. Additional narrative/data: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. Based on the information available, the most likely root cause is patient factors, including right coronary artery (rca) stenosis with a right coronary artery (rca) stenting.

Event description:
Edwards received notification that a patient with a 3300tfx21mm valve implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of less than ten (10) years due to moderate to severe stenosis. Possible related to leaflet thickening. The patient presented with heart failure before the viv procedure. A 20mm transcatheter valve was implanted within the edwards surgical valve. The patient was hospitalized in stable condition.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.